Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 119 mg/dl. Customer will continue to use current pump for insulin delivery.